Event description:
The user facility reported that during a polyp ligation procedure, the hook did not disengage from the loop, and the sheath became stuck after the polyloop was deployed and tightened around the polyp. The users reported that the handle came off after the loop was deployed. The users further reported that they were able to complete the procedure by using a snare to free the loop. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user facility has been contacted multiple times via telephone and in writing to obtain additional information regarding the event but no result. The cause of the users experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.